Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with infection on the needle puncture site, which occurred an unknown day after the sensor had been inserted in the arm. The patient consulted an hccp and the nurse practitioner ¿lanced the site of infection and let the white stuff come out of it¿ (meant to be incision and drainage). The reaction was treated with a prescription of an oral z-pak antibiotic for 6 days. No photo was provided. At the time of the report the reaction was healed but with a scar. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.